Event description:
Customer reports that during an undetermined urology procedure, on a sedated female patient, the urology table moved without staff command into an upright tilted position. The patient fell from the table onto the floor. Customer reports the patient was not injured. No further information has been made available by the customer.

Manufacturer narrative:
A field service engineer (fse) reports he was unable to duplicate complaint of an uncommanded table motion. The table hand and foot controls operated properly. Fse completed hydravision dr service checklist qssrwi4.1 and returned the unit to the customer for full service.